Manufacturer narrative:
(B)(4). An authorized third party service engineer tested the device but could not duplicate the reported condition. However, the incident was recorded in the history log. The battery was replaced as a precautionary measure.

Event description:
It was reported that during use on a homecare patient a ventilator generated a backup battery failure alarm. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.